Event description:
The patient was implanted with an obtape transobturator sling. Subsequently, according to the patient's attorney, the patient experienced urinary problems, erosion and recurrence. The patient was explanted (B)(6) 2005. No other information is available.